Manufacturer narrative:
An event of perivalvular leak (pvl), device migration, and hospitalization was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported migration and pvl could not be conclusively determined. It is possible implant depth and leaflet calcification contributed to the reported migration and pvl; however, this could not be confirmed. The reported unexpected medical intervention was a result of case-specific circumstance as post-implantation aortic balloon valvuloplasty was performed to address the pvl. Hospitalization was a result of recurrent pvl 2-3 days post-implant. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. The aortic angle was 41 degrees. The native aortic annulus was 82.7mm perimeter, 26.5mm diameter, and 542.6mm^2 area. During the procedure, a pre-dilatation was performed with a 22mm non-abbott balloon. The valve was at a good depth of 6-7mm at 80% deployment. Upon release of the valve, the valve was at 7mm at the non-coronary cusp and 10mm at the left coronary cusp. Leaflet calcification was present, but nothing that seemed to affect expansion. There was unforeseen movement of the valve toward the ventricle. The valve was not snared. There was a lot of perivalvular leak (pvl), so a post-dilatation was performed with a 26mm non-abbott balloon. The pvl was better at the end of the procedure. The patient remained hemodynamically stable throughout the procedure. The cause of the migration was unknown. The patient was discharged. Within about 2-3 days, the patient returned to the hospital with severe pvl. The patient was transferred to another hospital for treatment.